Manufacturer narrative:
A complete lead was returned in one-piece measuring 58.1cm. Visual and x-ray examination noted clavicle crush. Several outer coils were also fractured and separated due to clavicle crush forces. The cause of the reported events was isolated to the breach of the outer, inner insulation and the exposure of the coils consistent with clavicle crush forces.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a follow up. Upon interrogation, it was observed the right ventricular lead had lead pacing impedance <100 ohms. A fluoroscopy was completed to reveal the lead had insulation damage. The lead was explanted and replaced. The patient was stable.